Event description:
The patient, a paraplegic with a head injury, was found with their chest compressed between the surface and the siderail with their lower extremities on the floor.

Manufacturer narrative:
This complaint was originally sent to hill-rom january "07". The facilities safety officer stated that the bed had been involved in an incident but would not release any information regarding the event. On 5/11/2007, hill-rom received further information that indicated a death had occurred. The surface of the century bed frame was a synergy pulse plus. The post mortem report established the chest compression as the cause of death. No other information was able to be obtained from the facility.